Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A hospital reported that the system was not cutting correctly during a phacoemulsification procedure on a patient. Therefore the surgeon did not use this cutter to cut into the eye, but instead completed the procedure with blades. The patient impact is unknown. Additional information has been requested but not received to date.